Event description:
A falsely elevated tsh result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a normal result was obtained. The patient required cardio conversion. There was no report of adverse health consequences as a result of the falsely elevated tsh result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated tsh result was non specific binding. The IFU for dimension tsh flex reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution."